Event description:
The customer was hospitalized for low blood glucoses. The dr believes that the basal rates are set too high for pt and needed assistance in adjusting them at this time. Also the dr stated that they believe customer may have some infection with a high potassium count.